Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00094. This report is being submitted as additional information. Approximate age of device - 58 days. (Calculated from the date when the mobile power unit was issued to the patient). Manufacturer's investigation conclusion: the reported event of no external power alarms and low voltage readings was confirmed via the provided log file. The no external power alarms were intermittently replaced with lone power cable disconnect alarms during this time, correlating with the black power connector. The alarms did not prevent the pump from operating at appropriate pump speeds. Intermittent atypical power cable disconnect alarms were observed throughout the log file, all associated with the black power connector ¿ the cable was not flagged as being disconnected, which would indicate a true disconnection. The patient was using the mpu during all atypical power cable disconnect alarms. These atypical alarms did not prevent the system from operating at appropriate pump speeds. Low voltage readings were intermittently present during the atypical no external power and power cable disconnect alarms. No other notable events occurred throughout the log file. As no products were returned for analysis, and the mpu was confirmed to not have been accidentally disconnected at the wall socket via the patient¿s nurse, the root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook covers all alarms (visual and audible), including no external power, low voltage, and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that several no external power and low voltage alarms occurred. The patient was transferring from battery power to a/c power at the time. There were no audible alarms. It was reported that the mobile power unit was plugged into the wall appropriately. The manufacturer's technical services representative reviewed the log file and reported that the alarms seemed to be due to the mobile power unit power cord coming loose from the unit or an issue at the wall socket. The system controller's backup battery did take over and run the pump during the power loses. The patient's nurse confirmed that the mobile power unit was not unplugged from the unit or the wall outlet. The patient was asymptomatic. No further information was provided.